Event description:
The customer reported erroneous troponin I (accutni¿) results, for two patients, involving access 2 immunoassay system. The erroneous results were released out of the laboratory. Amended reports were issued. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer stated a particulate matter, seen in the probe, was identified by a service representative. The customer suspected the erroneous results were due to the clot, the particulate matter.